Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged between 300-400 mg/dl. After the alarms. The customer would change the cartridge and infusion set site and deliver a correction bolus. As the customer was not experiencing an occlusion alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions was unable to be performed.